Event description:
Additional investigation revealed that this bioprosthetic pericardial aortic valve was explanted due severe aortic regurgitation. Patient had concommitant aortic arch replacement due to aortic arch aneurysm. Symptoms prior to secondary surgery included dyspnea and external fatigue. The explanted device was replaced with another 23mm aortic valve. There were no reported patient complications.

Event description:
Edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately ten (10) years and fourteen (14) days, was explanted due to unknown reasons. The explanted device was replaced with a 23mm bioprosthetic aortic valve.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Without the return of the device or additional information, edwards is unable to draw any conclusions as to the reason for explant or root cause. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.